Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet system with a g6 cgm, including episodes associated with a suspected compression low and subsequent ingestion of a large quantity of jellybeans, which impacted algorithm learning and basal delivery patterns. Symptoms included low blood glucose. Outcomes included the need for oral carbohydrate treatment and user education on hypoglycemia management and device use. Investigation included technical review of cgm data trends with calibration and user coaching on meal announcements, hypoglycemia treatment, soft reset, and spacing between carbohydrate-containing meals. Investigation of this case revealed likely contribution from sensor compression artifact and excessive carbohydrate intake in response to alerts, leading to subsequent lows as the algorithm adapted. It was concluded that the event involved hypoglycemia with an unclear root cause, with contributing factors of sensor artifact and user behavior addressed through troubleshooting and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.